Manufacturer narrative:
Updated fields: b4, g3, g6, h6 (investigation conclusion), h11.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions).no decon or visual inspection performed since product was not returned and could not be evaluated. Since the product was not returned, we were unable to perform a device evaluation. Based on the event description, the root cause has been identified as user preference. A micu rn, christina, reported suboptimal augmentation on a cardiosave iabp (intra-aortic balloon pump). During the esp call the following troubleshooting happened: the radiopaque marker was visualized at the 5th intercostal space instead of the recommended 2nd¿3rd intercostal space, likely leading to suboptimal augmentation and waveform abnormalities. There was no malfunction of the iab; rather, the customer required assistance to navigate the proper use of the device. The navigation provided was not in response to a iab failure, but solely to guide the healthcare provider in operating the iab correctly. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. The trend review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, suboptimal augmentation and waveform irregularities were observed on the cardiosave device. The balloon appeared to be functioning but not augmenting correctly, with persistent whip in the arterial waveform and ECG artifact. Troubleshooting steps¿including flushing the inner lumen, replacing electrodes, and comparing waveforms¿did not resolve the issue. Misplacement of the catheter was suspected, with the radiopaque marker visualized near the 5th intercostal space instead of the recommended 2nd¿3rd. The issue was attributed to user error. No patient harm or injury was reported.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).